Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04140. It was reported that the patient presented for a device changeout procedure for normal elective replacement indicator (eri). The physician was unable to remove the right ventricular lead from the header of the pacemaker. It was alleged that the set screw was stripped and the insulation of the lead was bunched up at the right ventricular port and the physician was unsure which was the reason for the separation failure. The physician capped and replaced the right ventricular lead during procedure on (B)(6) 2020 and explanted and replaced the pacemaker. The patient was in stable condition.